Event description:
Three ti-screws fractured and broke while inserting, leaving foreign bodies in the patient. The user did not pre-drill and/or tap prior to insertion. Do not use excessive force when inserting suture anchors. Excessive force may cause fracture or bending of the device. Prior to insertion of the implant, predrill, awl, or tap.

Manufacturer narrative:
Evaluation summary: the user did not follow the recommended hole preparations as stated in the supplied directions for use. Tapping and/or striking the product during initial insertion likely caused fatigue in the anchor. The added stress from torquing without first predrilling a tunnel may have contributed to the failure.